Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient lost consciousness. Emergency medical services (ems) was called and the patient was transported to the ER. During transport, the patient was treated with IV saline and an unspecified medication. At the ER, the patient¿s bg meter reading was 583 mg/dl. The patient was wearing both a dexcom cgm and medtronic cgm and insulin pump. The medtronic cgm was reading 253 mg/dl while the dexcom cgm value could not be recalled but was providing an unspecified high value (still lower than the patient¿s bg meter reading). The patient was diagnosed with diabetic ketoacidosis (dka) and was in and out of consciousness her first day at the hospital. The patient woke up in the intensive care unit (ICU) on an IV insulin drip and had her bg meter readings tested every hour. The patient was discharged on (B)(6) 2025. The patient ¿doesn't feel bad but doesn't feel great¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.